Manufacturer narrative:
The reported event was confirmed. The device was returned and visually inspected found to be good in overall condition and does not function to specifications. The root cause of the reported issue was due to a defective manifold assembly. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: the IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product.

Event description:
It was reported that the device was unable to be calibrated.